Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead triggered a red alert and emitted beep tones due to a high out-of-range shock impedance measurement of 130 ohms. It was noted that shock impedance measurements were in the 110 ohm range for the last year, with a few measurements into the 120s. Possible lead calcification was noted. Technical services (ts) discussed device interrogation was needed to reset the beeper and possibly increasing the alert limit. This ICD and rv lead remain in service. No adverse patient effects were reported.